Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). This patient's recent history of bacteremia which may have impacted coagulation factors as well as sub therapeutic inr are factors that may have contributed to the reported events. Log file analysis review date 03/12/2016; log dates through (B)(6) 2016 to (B)(6) 2016: power consumption above normal operating range. Additional notes: 75 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 2.5 lpm. -1 high watt alarm was logged on (B)(6) 2016 at 11:10:38. The high watt alarm limit is currently set to 6.5 w. 1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2016 at 13:36:12. 2 vad disconnect alarms have been logged on (B)(4) at the following times: (B)(6) 2016 at 13:46:37, (B)(6) 2016 at 13:56:48. 1 vad stopped alarm was logged on (B)(4) on (B)(6) 2016 at 13:32:29. 4 vad stopped alarms have been logged on (B)(4) since on (B)(6) 2016. Waveforms indicate a decrease in power consumption of approximately 0.3 w starting on (B)(6) 2016. Parameters remained within the normal operating range until a sudden sustained increase in power consumption outside the normal operating range was noted starting on (B)(6) 2016 at approximately 11:03:12. Please note multiple changes in viscosity starting on (B)(6) 2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient who was already hospitalized due to sepsis and gi bleed, and had a controller "failure alarm" and the pump stopped running. Pump ran on higher power (6 watt for 2hours, 45 minutes on 17 watt) and stopped finally on 25watts. A controller exchange was done and pump seemed to run for only about 2-3 minutes and then it stopped again and the pump stopped showing 25 watt. It was stated that the pump would not run on 3 different controllers and all attempts to restart were unsuccessful. It was stated by the site that it was thought that thrombus was the cause of the pump stop. There were no surgical confirmation at this time as to the thrombus, but it was officially suspected due to log files and clinical signs. Increase of anticoagulation was not possible due to patient's unresolved gi bleeding. It was stated that due to patient's condition, even though sable on inotrope support at this time and because of unresolved gi bleeding (probably is small intestine, because the other part of gt were excluded), and presence of the infection that is still present, the pump exchange would not be an option of treatment at this time. It was further stated that when the infection parameters stabilize the plan is to estimate left ventricular function again (tte) and to make final decision. No lysis has been given due to the patients issue with the gi bleed. It was also stated that a pump malfunction could be suspected but that the patient related issues could be the primary cause of the thrombus. No additional information will be available from the site. Inr on admission was 7, and never has it been below 2.5. Ldh and pf hgb were in range of 500u/l for all period of follow up and just that day went up till 700 u/l. The pump speed was set up at 2400 rpm, because of bad function of rv. Several changes in hematocrit starting on (B)(6) were probably because of gi bleeding and receiving a several blood units. Tte findings on day before the adverse event (normal flow through both cannulas, lv loading etc.). Echo was done, thrombus was not visualized but impact on flows were visible. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). This patient's recent history of bacteremia which may have impacted coagulation factors as well as sub therapeutic inr are factors that may have contributed to the reported events.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a sudden sustained increase in power consumption outside the normal operating range for the reported event date, followed by one vad stopped alarm as a result of power consumption above 50 w. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. The patient's outcome related to the reported event was likely due to complications with infection and recent diagnosis of gi bleed, and anticoagulation therapy. The most likely root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.